Event description:
Procedure was davinci (laparoscopic) robotic sacrocolpopexy. Upon exploration of the abdominal cavity, a 0.25cm x 0.50cm plastic piece was found. All davinci instruments and ports were examined and found to be intact. The laparoscopic endo retractor was examined and shown to have missing a small plastic piece.